Event description:
It was reported that during a laparoscopic gastric bypass procedure (using the omega loop technique), the surgeon observed the staple lines were nice and dry making the pouch and also after dividing the intestine. After division of the jejunum, the surgeon returned to the gj anastomosis for the leak test. The surgeon found that the staple lines had started to bleed and he needed to place several sutures for hemostasis. He also inspected the transection of the jejunum, and that staple line had also started to bleed through the staples and he used clips to get hemostasis. The condition of the pt immediately following the event was stable. The cartridge for trans of the jj is white - still in the jaws of the device. Pt did not experience hospitalization longer than expected; however, pt was in the operating room after the planned surgery for a f/u exam via scope.

Manufacturer narrative:
(B)(4). Date sent: 11/02/2010. Eval summary: the analysis results found that the ets45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.